Event description:
It was reported that this right ventricular (rv) lead exhibited pauses on a surface echocardiogram (EKG) and greater than two seconds of asystole was observed. Rv output thresholds were suspected, and a local field representative was paged for rv threshold reprogramming. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pauses on a surface echocardiogram (EKG) and greater than two seconds of asystole was observed. Rv output thresholds were suspected, and a local field representative was paged for rv threshold reprogramming. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received approximately 19 months later reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.